Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, eleven days later, a permanent pacemaker was implanted. It was reported that the patient had a history of a right bundle branch block (rbbb) that had been affected when the severe calcification around the mitral valve annulus was pressed by the inflow side of the valve. No other adverse patient effects were reported.